Event description:
It was reported there was a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the unit in question. The results of testing confirmed a speaker inoperative message present and there was no sound. The brt replaced the speaker assembly to resolve the issue. The unit passed all performance verification testing (pvt) and it was returned operating specification. No further investigation or action is warranted at this time